Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no reported impact to the customer¿s blood glucose level. Customer had already reported issue to customer support team and declined further follow-up, and no additional information was received regarding the outcome of the event.